Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2017. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a esophagectomy/gastric tube procedure there was no steam seen and there was no thermal spread confirmed. A new device was opened and it worked fine. There was no patient harm and the operating time was not extended. There was no additional tissue resection or tissue damage. Nothing fell into the cavity and there was no bleeding. The device was recognized by generator and activated. End tones, indicating a complete seal cycle, were heard.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection found no defects. The reported condition of incomplete sealing was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.